Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 500 mg/dl. During troubleshooting with tandem technical support, it was found that customer was using cartridges beyond use labeling. Customer changed pump supplies and delivered a correction bolus to address bg.